Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Patient's mother stated that the patient woke up in the morning and started throwing up. The patient went to the hospital and was administered fluids and anti-nausea medication. Patient was released from the hospital on (B)(6) 2016. Patient's blood glucose at the time of release was between 85mg/dl and 87mg/dl. Additionally, patient's mother reported that at the time of the inaccuracies, the patient's bg meter had read 507mg/dl compared to her cgm which read 215mg/dl. At the time of contact, the patient was fine. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracies. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, the sensor was inserted into the thigh. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.